Event description:
It was reported that the patient had a device pocket infection. It was indicated that the patient had a wound opening and drainage and was hospitalized. A physician did an incision and drainage of the pocket, then packed the pocket and left it open. It was also reported and confirmed that the patient was transferred over the weekend from one hospital to another for the pocket infection and a different physician would explant the device system. At the time of report, it was indicated that the patient was alive and without injury, however the patient's outcome was not provided. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type catheter. (B)(4).